Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; pema/510(k): k926214; occupation: pharmacist. The actual sample upon receipt was a guidewire and its peeled piece. Total length of guidewire is approximately 1500mm (standard: 1470 - 1530mm). Total length of peeled piece was approximately 10mm. Magnifying inspection of the guidewire found the total length of approximately 1500mm, the outer layer at approximately 10mm from the distal end had been peeled off over the circumference, and the wire had been exposed. The exposed wire was spiral-shaped. The outer layer had been peeled off, shaved and scratched over half the circumference at the rear end of the exposed section of wire. The total lengths of each missing part of the outer layer were as follows. Peeling of outer layer over the circumference was approximately 10mm. Peeling of outer layer over half the circumference was approximately 3mm. Shaving of outer layer was approximately 0.3mm. Arc-shaped edge was found in the outer layer peeled section over half the circumference and shaved section. No anomaly such as peeling of the outer layer or scratch was found in other sections. Electron microscopic inspection of wire found that a constant dimension cut mark was found on the top surface of wire. Therefore, it was inferred that there was no missing part on the wire. Electron microscopic inspection of the outer layer peeled section over half the circumference. A torn shape was found on the distal side. The fracture surface was smooth from the middle to the rear end side. From the investigation, it was inferred that since the shape of fracture surface was different between the distal side and the rear end side of the peeled section over half the circumference, the peeling of the outer layer occurred due to a different mechanism at each section. Electron microscopic inspection of the outer layer shaved section and scratched section. The fracture surface was smooth at the outer layer shaved section. From past simulation test, we have experienced that when using radifocus guide wire m and a metal needle in combination, the outer layer peeled off. When the outer layer peeled off due to use with a metal needle, the following characteristics were observed. The outer layer was peeled off over half the circumference, and the wire was exposed. The fracture surface of outer layer was smooth. The rear end of peeled outer layer was arc-shaped. Some of above characteristics were similar to a part of the outer layer peeled section over half the circumference and the outer layer shaved section. From the circumstances of occurrence, and since the metal needle was used in combination, it was inferred that these defects occurred due to the metal needle used in combination. However, the outer layer peeled section over half the circumference had characteristics different from the peeled section that occurred when a metal needle was used in combination. Therefore, it was inferred that after the outer layer was peeled off due to the combined use with the metal needle, the outer layer was fractured due to further external force. Confirmation of dimensions found that the outer diameter of normal section met the factory's specifications. No anomaly was found. Visual, magnifying and electron microscopic inspections from the peeled piece found a torn shape on the fractured section. There were multiple scratches on the surface of outer layer. It was inferred that the actual sample came in contact with some hard object. Confirmation of missing length of the actual sample. Regarding the peeled outer layer over the circumference, since the length was the same as that of the peeled piece, it was determined that there was no missing at this location. Regarding the peeled outer layer over half the circumference, it was inferred that it was part of the rear end of peeled piece. The missing length at this section was approximately 2mm - 3mm. Regarding the outer layer over shaved section, since no peeled piece was found in the actual sample, it was inferred that it was missing by approximately 0.3mm. From the condition of actual sample and the circumstances of occurrence, it was inferred that when the guidewire was used in combination with the metal needle, the outer layer was peeled off. The following simulation test was performed on the assumption that after the metal needle was removed, removal operation was performed with some hard object in contact with the distal end of guidewire, then the outer layer was fractured, and the wire was exposed. The guidewire was manipulated in the removal direction using a guidewire and a metal needle in combination. The outer layer of guidewire came into contact with the metal needle, resulting in peeling of the outer layer. The removal of guidewire was continued. As a result, peeled outer layer was buckled at the distal end of metal needle, and it was difficult to remove the guidewire. The metal needle was removed. Assuming that the buckled section of peeled outer layer got stuck in the blood vessel, the guidewire was removed while narrowing the tube diameter by holding the tube. When the guidewire was removed, only the outer layer remained in the tube. Visual and magnifying inspections of simulated guidewire. The outer layer at the distal end was peeled off over the circumference, and the wire was exposed. The exposed wire was deformed. The outer layer was peeled off over half the circumference on the rear end side of the exposed wire. Arc-shaped edge was found in the outer layer peeled section over half the circumference. The fractured section had a torn shape. Magnifying inspection of the peeled piece obtained in the simulation test found that it had a torn shape. These characteristics were likely to be similar to the actual sample. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. The past complaint file of the involved product code/lot number found no other similar report of the product with the involved product code/lot number. Based on the condition of actual sample and the simulation test result, the following mechanism was inferred as a cause of occurrence. The guidewire and metal needle were used in combination, and the guidewire was manipulated in the removal direction. The guidewire came into contact with the metal needle, and the outer layer was peeled off. The removal of guidewire was continued. As a result, peeled outer layer was buckled at the distal end of metal needle, and it was difficult to remove the guidewire. The metal needle was removed. The buckled section of outer layer occurred and got stuck in the blood vessel. The guidewire was removed and only the outer layer remained in the blood vessel. Relevant IFU reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." (B)(4).

Event description:
The user facility reported that to insert power PICC before general anesthesia after ope, an attempt was made to introduce a puncture into the brachial basilic vein under ultrasonic using a terumo guidewire. The first puncture was performed with a puncture needle (presumably a metal needle), and after confirming the backflow of blood, the radifocus guidewire involved was inserted. The puncture needle was pulled out and the guidewire was advanced to the brachial vein; however, it did not enter normally. Therefore, the guidewire was pulled out, and re-punctured into a deeper vein using the same puncture needle. After confirming the backflow of blood, the guidewire was inserted and advanced; however, resistance was felt, and the guidewire stopped advancing. An attempt was made to pull out the guidewire, however it could not be pulled out. When the puncture needle was pulled out and only the guidewire was forcibly pulled out, it was found that the distal end of guidewire was fractured. An x-ray was immediately taken to confirm the remained piece. An incision of approximately 2 centimeters was made in the brachial and the remained piece was retrieved. An x-ray was taken again to confirm that the remained piece had been completely removed. The event occurred intra-operative. A surgical procedure was performed to retrieve the fractured piece. The procedure outcome was not reported. The patient was not harmed; however, not seriously.